Manufacturer narrative:
Correction for section h10 statement: cn209 (connector 209) to the correct statement: cn208 (connector 208). Device evaluation: the fuse was discarded onsite and the driver board was returned to tosoh instrument service center (isc) for investigation. Visual inspection failed and isc identified corrosion of circuits and connectors for the driver board. Isc confirmed the reported 4004 turn table slip turntable motor slip error was due to short circuit, cause traced to component failure.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event and confirmed the complaint by powering on the analyzer; error message 3001 printer end and 4007 mixer home sensor also occurred. Fse attempted to perform multiple functions of different assemblies; however, the motors would not engage. Fse also replaced the main board, but the issues persisted. After reinstalling the original main board, the fse inspected the drive board and found damage between cn209 (connector 209) and cn220 (connector 220), which caused the initial turn table motor slip and mixer home sensor errors. The fse replaced the drive board, but the error remained. Further investigation showed minimal voltage on the board, and the fse found that the amplifier fuse on the power board was blown, likely due to the damage on the original drive board. Fse replaced both the drive board and the fuse on the power board, conducted several tests and ensure proper alignments and liquid priming. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 12aug2023 through aware date 12sep2024. There were no similar complaints identified during the search period for failure code 4004 turn table slip and noise. The aia-360 operator's manual under section7-1: error messages states the following: (4004) turn table slip. Description: the turntable motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the failure of the drive board and fuse on the power board.

Event description:
A customer reported ¿4004 turn table slip¿ error message during testing for the aia-360 analyzer. The technical support specialist (tss) instructed the customer to power off the analyzer via main switch because the analyzer would not power off. Upon power up, the customer performed an all-set-home, and will attempt to run the analyzer. The customer called back and stated the error reoccurred during shutdown process. The customer replaced the substrate and alcohol, shut down the analyzer and noticed a strange noise. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin) and prog iii (progesterone). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.